Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02770, 2938836-2020-02771. It was reported that the patient presented in clinic with symptoms of infection. The device site was red, hot and swollen. The patient is pacemaker dependent. The device system was explanted and replaced. The patient was stable throughout the procedure.